Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
A voluntary medwatch mw5170752 was received on (B)(6) 2025 that stated that the patient's system controller was constantly alarming, severely impacting the patient's quality of life and putting the patient in danger. The loud alarms would not stop even while sleeping and the patient noted they almost died during the night due to not being able to hear the battery depletion alarm. It was noted that the patient had made multiple attempts to resolve the issue that had been ongoing for over 16 months. The patient also noted mismatched serial numbers on the device and packaging. It was reported that the device had been recalled.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. Manufacturer's investigation conclusion: the reported events of full battery depletion while sleeping on battery power, a mismatched serial number between a product and the packaging, and an unknown alarm could not be confirmed. A good faith effort (gfe) was sent to inquire about the system controller¿s serial number, the date of the event, which product had the mismatched serial numbers, and if log files were available; however, due to the hospital's policy, this information was not available. The root cause of the unknown alarm could not be conclusively determined during this investigation. The full battery depletion was reported to be due to the patient not hearing alarms while sleeping on battery power; however, the root cause could not be determined as no log files were submitted, and no product was returned. The root cause of the mismatched serial numbers on the product and the packaging could not be conclusively determined during this analysis. The device history records for the heartmate 3 system controller could not be reviewed as no product identifier was provided. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU) is currently available. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 lvas IFU section 3 entitled ¿powering the system¿ states 14v battery use duration is nominally 17 hours and addresses the use cases of 14v batteries as well as emphasizes risks associated with full battery depletion. Heartmate 3 lvas IFU section 6 entitled ¿patient care and management¿ provides proper routines to avoid user-related issues with the heartmate 3 system. This can include preparations for sleep or when it is not appropriate to use battery power. Heartmate 3 lvas IFU section 7 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. Heartmate 3 IFU section 8 entitled ¿equipment storage and care¿ addresses how to properly care for, maintain, and store the equipment for proper use. The heartmate 3 lvas IFU section 10 entitled ¿safety checklists¿ instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Sections a3 and a4: patient information updated. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.